Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, high, out of range, pacing lead impedance and loss of capture were observed on the right ventricular lead. The lead not implanted and was replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of failure to capture was confirmed, but the reported event of high pacing lead impedance was not confirmed. X-ray examination showed that the inner coil at the connector region was overtorqued and some filars were broken consistent with procedural damage. Electrical testing found conductor shorts at the connector region due to the overtorqued and broken filars of the inner coil. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage. The cause of the reported event of failure to capture was isolated to the damages found at the connector region consistent with procedural damage.